Event description:
It was reported that during preventative maintenance of the referenced acupulse duo carbon dioxide laser, the articulated arm was not stable, and the co2 laser tube energy was in a lower-than-expected range. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. Additionally, the articulated arm was not working as expected. The fse notified the customer that the arm and laser tube energy components should be replaced. The customer elected not to have the recommended repairs performed, the laser remains at the user facility and is not expected to be returned to boston scientific for further testing. Therefore, a conclusion code of cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that the arm was not stable, and the tube energy is in the lower range. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the arm was not stable, and the tube energy is in the lower range. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.